Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their analytical e-module. The patient's initial hcgb result was 0.100 miu/ml accompanied by a data flag and it was reported outside the laboratory. The doctor did not think the result was accurate and asked that the sample be repeated. The sample was repeated on another e-module, serial number (B)(4). The repeat result was 5788 miu/ml. The customer considered the repeat result to be correct. It is unknown if the patient was adversely affected by the erroneous result. The hcgb reagent lot number was 16494803 and the expiration date was 01/31/2013. The field service representative could not reproduce the issue. He checked the sample, reagent and sipper alignment, and the dispense and prime. He ran a cell check and system volume check. The customer performed calibration and quality control and both were within range. The system volume check was in range at the high end, volume level 6. He replaced the sipper and tubing, and the volume level decreased to 4. The sample in question was analyzed in the master tube and a pour-off cup and the results were comparable to the repeat result. All checks were observed.

Manufacturer narrative:
No root cause could be determined with the information provided. The calibration and quality control results were within expectations, so no issue with the reagent is obvious. Additional information was not provided for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.